Event description:
(B)(4). Initial info received from a physician via a company rep on 25-apr-2008: a physician reported that a (B)(6) female received therapy with poly-l-lactic acid (sculptra) (lot # and expiration date unk) for an unk indication. The physician reported that the pt has been on poly-l-lactic acid for the last two yrs, treatment dates not specified; within the last 3-4 months, the pt developed an "accumulation of product under one eye," nos. The physician indicated that she tried to manipulate it using a larger needle and massage with no success. Last week, physician used 0.3 mg of triamcinolone (kenalog) with no results. Dosage, treatment dates, and sites of injection are not specified. No further medical info reported. Additional info for sculptra (lot #/ expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.